Event description:
During surgery for a distal radius fx, after fracture reduction, proceed to place the nails in the distal part of the plate to secure it temporarily. Then requested for the bit position of 2.0 cortical screw in the 2.7 mm oval hole for fixing the plate. At the time of passing the screw through the hole without force the screw head was damaged. The headless screw was removed with pliers. Another screw was used with the same diameter and the same length and similarly, the screw head was damaged and can not be attach to the plate. The doctor decides to stop and place the screw with locking screws only.

Event description:
During surgery for a distal radius fx, after fracture reduction, proceed to place the nails in the distal part of the plate to secure it temporarily. Then requested for the bit position of 2.0 cortical screw in the 2.7 mm oval hole for fixing the plate. At the time of passing the screw through the hole without force the screw head was damaged. The headless screw was removed with pliers. Another screw was used with the same diameter and the same length and similarly, the screw head was damaged and can not be attach to the plate. The doctor decides to stop and place the screw with locking screws only.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the products were not returned, because they were scrapped by the customer. Therefore the event cannot be confirmed and a thorough (visual, functional and dimensional) investigation could not be performed. Based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend. Device scrapped by healthcare facility.